Event description:
The customer reported the ventilator was alarming with a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the unit went vent inop on power up as reported. The fse reported there was no air coming out of the ventilator. The fse replaced the air valve and motor controller pcb board to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of the air valve's lift off position being out of range was not duplicated. No fault was found on the returned blower valve & stepper motor controller printed circuit board (pcb). This report is being submitted as part of the remediation for CAPA (B)(4).